Event description:
Nurse reported: "the IV tubing was assembled backwards. Not functional." Injury/adverse reaction: no. Medical intervention required: no. Active infusion stopped: no. Process step where the problem occurred: before use. Additional information is needed to complete the investigation. During a retrospective review, it was determined that similar complaints should be reported on a conservative basis.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0032-25. During inspection a misassembly was identified. The saline spike and the rotating luer lock were interchanged. The saline spike was observed assembled in the downstream tubing and rotating luer lock was assembled in the primary line. The customer complaint is confirmed. The root cause is associated with a manufacturing assembly error caused by the operator. During assembly, the cassette sub-assembly was not correctly positioned in the fixture as required per the assembly work instruction, which led to a reversed tubing connection between the drip chamber and the rotating luer lock. Both components (the drip chamber and the luer lock connector) are assembled at the same station, and the operator performed a reverse assembly. An internal investigation was opened to address this issue. The current process controls detection includes 1) sampling visual inspection pre-pouch sealing and final physical area, 100% in-process visual inspection: performed during the manufacturing process, the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b03126 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0032-25. During inspection, a misassembly was identified. The saline spike and the rotating luer lock were swapped. The saline spike was observed assembled on the downstream tubing and the rotating luer lock was assembled on the primary line. The customer complaint is confirmed. The most probable root cause was determined to be the sequencing of assembly stations where the rotating male luer connector lock and the white drip chamber were assembled in mirrored positions which led to operator confusion and incorrect component placement. An internal investigation was opened to address this issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b03126 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.